Manufacturer narrative:
Corrected: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-implant, the leadless implantable pulse generator (ipg) could not be interrogated. The leadless ipg remains in use. It was further reported that no telemetry could be established despite numerous attempts in multiple locations with different body positions. Possible interference with the left ventricular assist device was suggested. It was further reported that the inactivated cardiac resynchronization therapy pacemaker (crt-p) was able to be interrogated successfully but the leadless ipg was unable to be interrogated. It was also noted that the leadless ipg interrogation difficulty might be related to the leadless ipg placement in relation to the patient connector, since the leadless ipg is implanted deeper in the body than transvenous pacemakers so getting a signal might be more difficult. It was further reported that the ipg was unable to be interrogated with the mobile programmer application. It was noted that the progress bar showed green, however an error message was displayed and the interrogation failed. Troubleshooting steps were taken include swapping out the mobile programmer application, but the issue persisted. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the inactivated cardiac resynchronization therapy pacemaker (crt-p) was able to be interrogated successfully but the leadless ipg was unable to be interrogated. It was also noted that the leadless ipg interrogation difficulty might be related to the leadless ipg placement in relation to the patient connector, since the leadless ipg is implanted deeper in the body than transvenous pacemakers so getting a signal might be more difficult.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-implant, the leadless implantable pulse generator (ipg) could not be interrogated. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that no telemetry could be established despite numerous attempts in multiple locations with different body positions. Possible interference with the left ventricular assist device was suggested.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.